Manufacturer narrative:
Reported event: an event regarding femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 213 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported event for the listed catalog number (B)(4). Conclusion: the case files (crisis log, patient session data, vplog data, and patient x-ray) were reviewed. An analysis of the warnings in the crisis log file, application workflow, femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a "monitored tracker moved too fast" warning occurred during bone preparation indicating possible array movement. When reviewing the femur segmentation, it was confirmed that a section at least 20mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The patient post-op x-ray confirmed notching on the anterior femoral cortex. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Femoral component slightly notched on the anterior face. The plan did not show it was going to notch and looked good in the CT sliver view on the plan. Tka procedure. Update: notch was noticed by surgeon. 1-2mm notch.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Femoral component slightly notched on the anterior face. The plan did not show it was going to notch and looked good in the CT sliver view on the plan. Tka procedure. Update: notch was noticed by surgeon , 1-2mm notch.